Event description:
Customer reported a unit that is alarming "circuit disconnect." The patient circuit was replaced, and the problem corrected. The customer requested for field service to come and correct the problem. The ventilator was not on a patient when the problem occurred.

Manufacturer narrative:
(B)(4). Field service evaluated the unit, and ran into the following issues: he was getting a circuit occlusion error, and was unable to perform ncpap characterization. He determined that the expiratory pressure transducer was out of tolerance. He calibrated the expiratory pressure transducer, and after calibration CPAP characterization was successful. He performed operational verification procedure testing, and the unit was meeting factory specifications.